Manufacturer narrative:
An event of device deformity during implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 18mm amplatzer vsd muscular pi occluder was selected for an implant on (B)(6) 2022. During implant, the right ventricular disc didn't form correctly and showed a cobra-like shape. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The device was recaptured and replaced by a new 18mm amplatzer vsd muscular pi occluder which was implanted successfully. The patient was reported to be in stable condition.